Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for the cuff closure. The device was difficult to toggle and difficult to unload. The device would not open back up after one suture pass. The needle needed to be removed with a hemostat with some force. In order to resolve the issue and complete the case, opened a new suturing device. There was no patient harm. The patient outcome is reported as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was then forwarded to (B)(4) manufacturing ((B)(4)) for further evaluation. Black unloading button broke off from plunger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of disengaged or broken loading button may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.